Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by edwards (B)(6) affiliate, during a tf tavr when the commander delivery system passed through the aortic arch, it seemed to be more flexed than usual, but it was able to pass through the aortic arch without any problems. When rapid pacing was started the balloon did not expand. Negative pressure was applied and there was backflow blood observed in the inflation device. Since the balloon was not fully inflated, only the ventricular side of the valve was slightly expanded and the valve embolized into the aorta. The valve was dragged into descending aorta and was deployed there. A new kit was opened, and a sapien 3 valve was implanted in the aortic annulus. There was no consequence to the patient.

Manufacturer narrative:
The delivery system was inspected after removal and damage was observed at aortic side of the balloon. No damage was visually recognized on the balloon shaft (balloon wings flared out). There was no difficulty during preparation. In addition, there was no difficulty with valve alignment. The patient had no tortuosity in the aorta. The valve was dragged into descending aorta and deployed there using a 22mm balloon catheter. Since the diameter of the descending aorta was about 23 x 23mm to 23 x 25mm, the valve was post-dilated with a 25mm z-med balloon. The investigation is still in progress.

Manufacturer narrative:
The device was returned for evaluation and an image review unable to be performed as images were not provided. The returned device was visually inspected, and the following was observed: leakage from a hole on the proximal shoulder of inflation balloon and no other visual abnormalities observed. Due to the nature of the event engineering was unable to perform, functional testing or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the device history records, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. As reported, "balloon rupture of a delivery system occurred". Per evaluation of the returned device, there was a hole on the proximal shoulder of the inflation balloon. It is possible there was calcification present during tracking to the target location and cut the balloon. Calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, no relevant information or imagery was provided. As limited information was provided, a definitive root cause is unable to be determined at this time. The IFU, labeling and training manuals have been reviewed and no inadequacies or manufacturing nonconformance were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment escalations are required at this time.